Event description:
Received an article published in the scientific journal, journal of vascular surgery titled "a comparison of covered vs bare expandable stents for the treatment of aortoiliac occlusive disease." Per the article, this trial was conducted to determine if covered stents offer a patency advantage over bare-metal stents in the treatment of aortoiliac arterial occlusive disease. Per the article, occlusions of the stented lesion during the follow-up period occurred in 3 patients in the covered stent group.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. According to the article, cobest demonstrates covered and bare-metal stents produce similar and acceptable results. However, covered stents perform better for certain lesions than bare stents in longer-term patency and clinical outcome. Related MDR's: 1219977-2014-00285; 121997-2014-00287.